Event description:
We are reporting a total of 10 devices of the same lot and from the same manufacturer with this one report. Md reports that he opened a laceration tray and had difficulty opening and closing the hemostat needle holder in the kit. Another tray was opened and the same difficulty was encountered. There appears to be nothing wrong with the device visually. There are no problems with any of the other contents of the tray. A total of 10 laceration trays were found with this same problem. All were from the same lot number. The 11th tray that was opened had no difficulties. As expected,the hemostat needle holder opened and closed smoothly without difficulty. The 11th kit also was from the same lot number. None of the affected devices came into contact with the patient and there was no patient harm involved in this event.====================== health professional's impression======================the staff feels that the bolt/screw used to keep the two pieces of the device together may have been put on too tightly.====================== manufacturer response for needle holder hemostat, medline sterile laceration tray======================manufacturer was contacted. We are currently awaiting return instructions and plan to send the device back to the manufacturer for their inspection and analysis.